Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at 06:29 am while wearing the lifevest. It was reported that the patient's passing was cardiac related. It was reported that the patient was in the ER under telemetry and hospital staff was present at the time of passing. Resuscitation efforts were reportedly performed by ems. Clinical review of the download data indicates that the patient received five inappropriate treatment shocks while being monitored by the lifevest. The device initially detected an arrhythmia at 05:43:36 am while the patient was in bradycardia at 10 bpm degrading to asystole transitioning to sinus bradycardia at 45 bpm with pvcs. The device exited the detection sequence. At 05:48:40 am, the device detected asystole while the patient was in sinus bradycardia at 20 bpm with hb and pvcs degrading to asystole. The first treatment shock was delivered at 05:53:44 am while the patient was in asystole with CPR artifact. The post-shock rhythm was bradycardia at 30 bpm with pvcs degrading to asystole. The subsequent four treatment shocks were delivered between 05:56:26 am and 06:02:59 am while the patient was in asystole with and without CPR artifact. The post-shock rhythm of all four treatment shocks was asystole with and without CPR artifact. Following the treatments, the device detected an arrhythmia at 06:03:36 am while the patient was in asystole. Between 06:32:05 am and 06:33:54 am, the device detected asystole while the patient was in severe bradycardia at 10 bpm with pvcs degrading to asystole. The device was shutdown at 06:34:09 am and subsequent monitoring of the patient's rhythm was not possible. The response buttons were not pressed during the treatment event. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient subsequently passed away on (B)(6) 2019. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.